Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys had a reboot failure. It is likely the system locked up and/or failed to boot up. There are no reports of pt injury or death associated with this event.